Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds were saturated. Additional malfunctions include the compressor had low output, the muffler was clogged, the 4-way valve was contaminated, the pilot valve was sticking, the tie wraps were installed, and the md hose clamp was installed.